Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter email: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced overfill. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that vacuum in tube is too great in tube during blood collection thus resulting in overfill. The customer states the vacuum is too great causing more than 2.7ml of blood to be drawn when using the bd vacutainer citrate tubes. The tubes are filling up to the bottom of the closures which impacts the proper ratio of blood and anticoagulant. They have to reject the samples.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-10-13. H.6. Investigation summary: bd received 10 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced overfill. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that vacuum in tube is too great in tube during blood collection thus resulting in overfill. The customer states the vacuum is too great causing more than 2.7ml of blood to be drawn when using the bd vacutainer citrate tubes. The tubes are filling up to the bottom of the closures which impacts the proper ratio of blood and anticoagulant. They have to reject the samples.